Event description:
A cryoablation procedure started normally and finished without any issues. All pulmonary veins were ablated except for the ripv. Physicians decided to stop the cryoablation procedure and continue with rf ablation for atrial flutter. During rf ablation, the procedure was stopped due to a patient complication. Pericardiocentesis performed and patient taken to surgery for repair of perforation to right atrium. The patient was in a stable condition in the ICU post surgery. Physician reported a possible damage to the sheath (described as overstretch) that may have contributed to the perforation. The sheath was destroyed by the user facility and will not be returned for analysis.

Manufacturer narrative:
Investigation into the alleged failure was not possible since the device was not returned; it was destroyed by the user facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.